Event description:
It was reported that there was blood leaking from a dialyzer during use. The registered nurse (rn) further clarified that the machine setup and primed with no incidents or alarms using this dialyzer. When dialysis was initiated and the blood entered the dialyzer, the patient and the rn noted blood leaking onto the floor from the bottom of the dialyzer at the venous/blue side. The rn stopped the blood pump and looked over the dialyzer. The rn attempted to tighten the dialyzer hose connection and the dialysis line connection, but both were intact and snug. The rn wiped the dialyzer off and noted that the blood was dripping down from the side of the bottom of the dialyzer. The rn believed that there might be a crack or a break in the dialyzer. The rn went on to explain that the blood was not infused back to the patient. The incident occurred during priming of the hemo machine and for approximately one minute during dialysis treatment initiation. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and no leaking was found with the dialyzer. The reported condition could not be confirmed and the cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review will be performed by the manufacturer for 12h09e. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.